Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8198210. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii 24gax0.75in mz slm npvc was damaged/defective. Product defect was noted prior to use. The following information was provided by the initial reporter: on may 19th,the patient was treated with intravenous infusion. It found that the positive pressure connector could not be connected to the needle tube when using the closed vein indwelling needle for infusion, so the normal drug delivery could not be guaranteed. After the discovery, a new indwelling needle was immediately replaced, which did not affect the child.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in mz slm npvc was damaged/defective. Product defect was noted prior to use. The following information was provided by the initial reporter: on may 19th,the patient was treated with intravenous infusion. It found that the positive pressure connector could not be connected to the needle tube when using the closed vein indwelling needle for infusion, so the normal drug delivery could not be guaranteed. After the discovery, a new indwelling needle was immediately replaced, which did not affect the child.